Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheters, the needle failed to retract. The needles were reported to be "sticky" or "rusty."there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no evidence of the defect as there was one non-related qn and no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Observations and testing: received one used bd insyte autoguard unit without packaging: the unit consisted of the needle/hub assembly with safety shield (barrel). The button was not depressed and the needle was in the out position. There were slight traces of dried media. Visual/microscopic examination: there were traces of cured adhesive at the area between the button and grip. The cured adhesive in this location was indication of needle retraction failure was result of the manufacturing process. Performed functional test (needle retraction): depressed the activation button. The button would not depress and therefore the needle would not retract; evidence of retraction failure resulting from excessive cured adhesive (manufacturing process related). Investigation samples(s) meet manufacturing specifications: no; the used unit provided for this incident revealed evidence of cured adhesive at the area of the grip/button which hindered a successful retraction. Investigation conclusion: confirmation of needle retraction failure, as stated in the subject of the product incident report, was conclusive with the evaluation and testing performed on the returned used unit. Confirmed the used unit had cured adhesive at an area of the grip and button, which hindered the button from depressing and the needle from retracing into the safety shield (barrel). Cured adhesive in this area was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Confirmation of the alleged defect other ¿ sticky or rusty was inconclusive with the evaluation of the returned used unit; no supporting evidence was observed.